Event description:
A surgeon reported that three days following intraocular lens (iol) implant surgery, a foreign substance was noted on the lens. The surgeon reported that inflammation was observed during and after the surgery and the patient had no complicating disease. In a follow up, the surgeon reported that the foreign material was removed in a secondary incision and aspiration. It was noted the foreign substance was blood of a light color. The surgeon reported the patient's visual acuity was recovering following the aspiration. The surgeon indicated the use of an unapproved viscoelastic during the surgical procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Surgeon has indicated the cause of foreign substances was blood of light color; our product was not the problem. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).